Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of a taxus express2 - 3.0 x 28 mm drug eluting stent the physician noticed the stent struts were damaged. Consequently, the stent never touched the pt. No pt injury or complication was reported. The procedure was successfully completed using another taxus express2 - 3.0 x 28 mm drug eluting stent. Pt status is reported as "ok."